Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent comm loss. The unit was monitoring multiple transmitters at the time. The customer also reported that they missed an alarm due to the comm loss. The patient went into "pat" rhythm and they were only able to capture a portion of the irregular rhythm in full disclosure. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) requested assistance from clinical (cits) to remote into the customer's server. Cits discovered devices were flooding the facility's network with unwanted packets. The facility's local it department was working to verify the network settings. During a follow-up with the customer, they stated that the issue was resolved. No other information was given regarding how it was resolved. The root cause is determined to be the facility's network environment. The issue was resolved by the facility's it department. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that the central nurse's station (cns) was displaying intermittent comm loss. The unit was monitoring multiple transmitters at the time. The customer also reported that they missed an alarm due to the comm loss.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss. The unit was monitoring multiple transmitters at the time. The customer also reported that they missed an alarm due to the said comm loss. The patient went into "pat" and they were only able to capture a portion of the irregular rhythm in full disclosure. They will be sending the cns log files to nk for further evaluation. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent communication loss. The unit was monitoring multiple transmitters at the time